Manufacturer narrative:
H10: device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. A DHR (device history review) was not conducted, based upon review of the information provided by the customer as it does not necessarily indicate a problem with the initial manufacture or prior repair of the device. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported pump alarming no disposable pump wont run. The settings were reviewed, pump turned off and tubing clamped. Cassette was removed and tubing massaged. Cassette was tapped on hard surface and reattached, the pump alarm returned upon start up. The process was repeated and the alarm persisted. No patient injury was reported.